Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-04-21 h6: investigation summary one sample was returned from the customer. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The primary set was primed with water and the secondary set was primed with blue dye. The sets were allowed to free flow. No back flow was observed. The customer complaint that there was a potential backflow issue could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 2420-0500 lot number 20113026 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10

Event description:
It was reported that the as lvp 20d dehp 2ss cv had blood backflow issues. The following information was provided by the initial reporter: "there was a potential backflow issue that was encountered with one of our sets."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as lvp 20d dehp 2ss cv had blood backflow issues. The following information was provided by the initial reporter: there was a potential backflow issue that was encountered with one of our sets.